Event description:
It was reported that the device's reservoir leaked and the device is out of specifications. No patient involvement was reported.

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.